Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation, blisters, and infection at the needle puncture site which occurred 7 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor at urgent care and the patient was prescribed oral azithromycin for the skin infection. The patient was in good condition at the time of report. No additional event or patient information is available.